Event description:
Baxter germany reports a transfer set with a broken clamp. The transfer set was four months old. The pt received a transfer set change. No pt injury or medical intervention reported.